Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a ligament repair, the twinfix ultra anchor broke inside the patient, it was removed with tweezers, suction and pliers. The procedure was completed with a non-significant delay using a s+n back up device in the original bone hole. No further complications were reported.

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, foil pack and IFU were returned with no anchor fragments, suture strings or the chart stik labels. There is debris on the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.